Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device mj6696 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a unknown procedure on (B)(6) 2019 and suture was used. The suture was detached from the needle when it was used to close esophageal hiatus. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.